Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x20mm promus element¿ plus drug eluting stent was advanced to treat the lesion but the stent was damaged. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found that the hypotube was kinked at various positions along its length. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with distal stent damage. Struts on the three most distal rows were misaligned and stretched distally so that the distal end of the stent was covering the distal markerband. The proximal end of the stent was still in place. No kinks or damage were noticed along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x20mm promus element¿ plus drug eluting stent was advanced to treat the lesion but the stent was damaged. No patient complications were reported.